Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device's wire of the handle portion of the indwelling snare bent during a colon polyp resection procedure. The procedure was completed with the same device. There were no reports of patient harm.